Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration, the device would not respond if the pressing force to activate the green button was not strong. It was also reported there were instances where the device did not start up when removed from charger. The device started up after several time. There was no patient involvement.